Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient's pump began to beep at 4am with an error that there is not enough medication in the cartridge. The patient stated the pump rate was accurate on the pump. Everything was hooked up properly. No leaking from the site was reported and there was 0.9 milliliters in the cartridge. The patient experienced an upset stomach and headache the past week. The patient was able to switch to a backup pump with no issues. The pharmacy is replacing the malfunctioned pump. The product did not cause or contribute to any patient injury. The patient was able to successfully continue their infusion.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10:no product was returned however the pumps operators manual states system delivery accuracy of the pump is within 3%. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing. In addition, the pump will alarm and display an cartridge volume low message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record review was not conducted, based upon review of the information provided by the customer and age of the pump, as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 7400